Event description:
According to the physician, post procedure, the patient experienced pain down one of her legs. The obtrix was removed on an unknown date; however a second procedure (date unknown) was necessary to remove remaining mesh fragments. The patient returned later (date unknown), complaining of leaking urine. The patient has not been seen since (B)(6) 2011. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced erosion, dyspareunia, abdominal pain and pelvic pain. All other information is unknown.

Manufacturer narrative:
The reported lot number, 0ml9102603, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.